Event description:
The customer reported a problem during start up, that the sys would always lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cpu was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.